Manufacturer narrative:
No product malfunction alleged. No radiographs or images have been provided so the complaint could not be confirmed. No root cause could be identified however, review of the reported event identified a psoas hematoma suggesting the patient injury is the result of excessive retraction or improper placement of retractor. No additional investigation can be completed. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury. Pain, discomfort or abnormal sensations due to the presence of the device. Nerve damage due to surgical trauma..." "...pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." Left in-situ.

Event description:
A patient underwent a xlif surgery. On (B)(6) 2018, the patient reported radiculopathy, sensory abnormality, motor abnormality, and psoas hematoma with neural compression which caused prolonged hospitalization. A surgical (mis) hematoma decompression was performed with returning of previous neurological status.